Manufacturer narrative:
Evaluation codes, results: endoleak. Evaluation codes, conclusions: unknown cause of endoleak. Intervention required.

Event description:
An aneurx stent graft system was implanted in a patient approximately 18 months ago as part of an intervention for a distal type I endoleak observed in another manufacturer's stent graft system, which was implanted in 2007. At the initial implant, 5 thoracic stent grafts and 4 abdominal stent grafts from another manufacturer were implanted for the endovascular treatment of a descending thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of the initial implant was not reported. It was reported that the physician elected to intervene with an aneurx stent graft; however, the aneurx graft did not resolve the endoleak. The physician elected to implant 2 additional thoracic stent grafts from one manufacturer and 1 stent from a second manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.